Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: cartridge batch number, k45z2p; cartridge position, loaded; casing position, back; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartridge, none; retaining pin position, midway; safety position, unlocked and trigger position, closed. Functional tests & results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; knob collar lockout slot condition, good; lockout slide tip condition, good; safety disengage properly, yes; staple heights conforming, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with a cartridge loaded onto the instrument. The batch history records were retreived and investigated. It was discovered that the cartridge returned on the instrument was the original cartridge shipped out on the instrument and not a reload as stated in the rep's explanation. As it was stated that the incident occurred on the third firing of the instrument, it appears possible that the spent cartridge may have been reloaded on the instrument and fired. The batch history record were investigated with no anomalies noted for missing staples. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a low anterior resection procedure. It was reported by the affiliate that upon the third firing, no staples were found. A hand made anastomosis was used to complete the case. This caused the procedure time to be extended. The pt died after the procedure. It was reported by the affiliate that the death was caused by cardiac failure. A reload is being sent with the device. Add'l info rec'd on 10/27/97. It was stated by the affiliate that the bad hlth condition of the pt before surgery is connected to the cardiac failure of the pt. The surgeon indicated that the extended operation time did not cause the expiration of the pt. However, surgeon said it is obvious that this was not in favor for the pt.